Event description:
The issue involves the mar summary, used within the powerchart, powerchart office, firstnet, surginet, and inet systems. The mar summary incorrectly allows the user to attempt to print. When the user clicks 'print" or selects "print" from either the task menu or the options menu, the printed output contains random, incorrect information. In situations where only the printed mar is utilized, clinical decisions could be based on incomplete or invalid information. Cerner has not been made aware of any adverse patient care events that resulted from this issue.

Manufacturer narrative:
Cerner has distributed a priority review flash notification august 11, 2006 to all potentially impacted client sites. The software notification includes a description of the issue and an nterim workflow adjustment to prevent the malfunction. A software modification has been developed and is available to address the issue for all sites that could be potentially impacted. This issue is now considered resolved and no further narrative is necessary as folow up.